Event description:
It was reported that at 26,012 joules while using the surgical fiber during a prostate procedure, a piece of the moxy fiber broke off inside the patient and was retrieved. The fiber tip was cleaned during the procedure. The procedure was completed using 215,008 joules of a second surgical fiber; the tip was cleaned during the procedure. There was no patient injury reported.